Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the hospital staff accidentally connected the aspiration tubing (tubing) directly to the pump max rather than the canister. Consequently, water and blood was aspirated into the pump max. After two to three minutes, the physician heard a strange noise and the pump max smelled like it was burning; therefore, the pump max was turned off and the procedure was ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: dried blood was present on the device housing. Conclusions: evaluation of the returned pump max confirmed blood was present within the vacuum pump. This is likely result of the reported incorrect connection of the aspiration tubing directly to the vacuum inlet instead of the canister supplied by penumbra. If fluid is aspirated into the vacuum assembly, it may prevent the pump from functioning properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.